Event description:
Noise was observed when the patient's arm was raised and resulted in oversensing. It is suspected that this appears to be an early sign of lead complications. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.